Event description:
It was reported that an ilet user experienced slow charging using the wireless charging pad, with the device starting above 70 percent and taking over an hour to reach 98 percent, and logs and follow-up indicated the ilet was likely not seated correctly on the charger until repositioned, after which the charge increased from 85 percent to 90 percent in six minutes. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system issue consistent with a premature battery discharge behavior related to the battery component, with improper placement on the charger contributing to the observed charging performance. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component-related issue.